Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a patient had vns lead and generator revision due to a lead fracture and high lead impedance. The high lead impedance was first noted on (B) (6)2009. X-rays were performed prior to the surgery but were not forwarded to the manufacturer. No trauma or device manipulation occurred. The explanted lead and generator have been returned and are currently in product analysis.